Manufacturer narrative:
Complaint of overheating could not be confirmed. Product passed functional testing. Unit was tested at speed setting of 500 and 3500 rpm¿s in forward, reverse, and oscillate for 5 minutes in each direction. Product was tested on a known good dyonics power, dii, and dii eip control units with a known good footswitch. At no time did mdu overheat. All functions perform as expected. No problem found. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(4) 2014. (B)(4).

Event description:
It was reported the mini motor drive unit ep 1 overheated. This happened during the procedure. There was a delay of less then 30 minutes. A backup device was available and used to complete the procedure. No patient injuries were reported.